Event description:
This lead was implanted on (B)(6) 2001 and capped on (B)(6) 2006 due to an unknown product performance issue. This was reported to medical records on (B)(6) 2012. The procedure took place at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).